Event description:
In this case the customer reported that at the end of a CT clinical procedure with a patient still on the patient support, the patient support moved down to the lowest downward position uncommanded. A philips field service engineer (fse) reported the patient was evaluated immediately after the reported event and returned the next day for additional evaluation. The physician reported that the patient was not injured as a result of this event. The fse reported the patient was rescanned. The fse investigated and replaced the patient support vertical brake and ball screw to resolve the issue.

Manufacturer narrative:
(B)(4). On (B)(6) 2014 reported that at the end of a CT clinical procedure, with a patient still on the patient support, the patient support moved down un-commanded to the lowest downward position. It was reported that the patient was evaluated immediately after the reported event and returned the next day for additional evaluation. The physician reported that the patient was not injured as a result of this event. It was reported that the patient was rescanned. The customer contacted philips help desk to inform them of the issue and an fse was dispatched to the site. On (B)(6) 2014, the fse arrived on site and evaluation the system. Upon evaluation, the fse moved the couch up and checked it inside. The fse found the brake and the ball screw were not functioning. The fse determined that the issue occurred due to a faulty brake and ball screw. The fse replaced the brake and ball screw to resolve the issue. Within the complaint record it was determined that this customer issue would be addressed by an fco for the patient support ball screw and retainer/bearing replacement. This fco was released to address the issue of misalignment of the retainer plate on the patient support causing abnormal noise and the potential for vertical motion failures. The fco corrects the issue by replacing the impacted ball screw and retainer/bearing. This fco was released aug 2015. The fco was implemented to prevent vertical motion malfunctions and reduce abnormal noise during patient support movement. Review of the service history for this customer site revealed that this fco was performed on the system on (B)(4) 2015. No bug reports or parts were provided for engineering assessment. The risk of this issue was determined to be acceptable. Since there were no parts returned from the field or log files provided, a root cause of the issue could not be determined by engineering. However, based upon the troubleshooting services and statements of the fse, a probable root cause was determined that the issue occurred due the vertical drive ball screw and bearings in the patient support had failed.

Manufacturer narrative:
(B)(4). We will file a follow-up MDR at the completion of the investigation. (B)(4).